Manufacturer narrative:
The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer checked the event log to see 1208-alarm message: oxygen not available (1208) error codes. Tested o2 flow to v60 in the biomed shop. The rse suggested to the customer that 02 source may have been in question at the time of therapy. The rse guided customer to do pneumatic areas of performance maintenance. Multiple good faith efforts were made to obtain information regarding the repair and operational status with no response from the reporter and, therefore, cannot be determined. A review of service history found no parts were ordered or service requested, and the case was closed. If the decision is made to have the device evaluated and repaired by philips, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
Report date: 30aug2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device displayed o2 not available error message; event log shows some 1208 error codes: oxygen not available. The customer reported there was no patient involvement at the time the issue was discovered.